Event description:
It was reported that nexiva 20 ga x 1.00in sp with maxzero leaked on 5 occasions. The following information was provided by the initial reporter: material no: 383556 batch no: 0084400. It was reported leakage. Verbatim: on another note, we are continuing to see problems with our nexiva IV catheters. I have had two more incidents today, two products but still continuing to have problems. I have had 5 incidents with bd catheter products since 12/23. I had another incident today for the bd nexiva 20 ga 1.00 in (1.1 x 25mm) with the report below: IV started on patient and once fluid were initiated, patient complaints of wetness on arm. Upon further inspection, IV pigtail leaking and small amount of fluid noted. Rn wiped off tubing and fluid came back. Could visually see pigtail leaking. Additionally, we are also still seeing issues with the bd insyte autoguard winged 20ga x 1 inch IV catheter. I have had two more incidents since 12/24 with the following reports: defective IV cannula. Bleb on cannula end and injection cap would not screw on the end of the cannula. Require new IV to be placed. We have had multiple other incidents with bd products recently with the IV needles sticking straight out of the side of the plastic protector.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received one used nexiva unit with a maxzero connected to the luer adapter and a second loose maxzero. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual inspection no obvious cuts, cracks, or damage were observed. Some dried residue was noted on the outside of the extension tubing. The leakage test was performed. A leak was observed coming from the same location that residue was noted on the extension tubing, confirming the reported defect. Microscopic inspection revealed there was a cut in the extension tubing. The location and shape of cut/slit was similar to damage seen during the manufacturing process when a pallet is damaged. Although no quality issues were identified during the manufacturing process, the defect is likely occurred during manufacturing. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 20 ga x 1.00in sp with maxzero leaked on 5 occasions. The following information was provided by the initial reporter: material no: 383556, batch no: 0084400. It was reported leakage. Verbatim: on another note, we are continuing to see problems with our nexiva IV catheters. I have had two more incidents today, two products but still continuing to have problems. I have had 5 incidents with bd catheter products since 12/23. I had another incident today for the bd nexiva 20 ga 1.00 in (1.1 x 25mm) with the report below: IV started on patient and once fluid were initiated, patient complaints of wetness on arm. Upon further inspection, IV pigtail leaking and small amount of fluid noted. Rn wiped off tubing and fluid came back. Could visually see pigtail leaking. Additionally, we are also still seeing issues with the bd insyte autoguard winged 20ga x 1 inch IV catheter. I have had two more incidents since 12/24 with the following reports: defective IV cannula. Bleb on cannula end and injection cap would not screw on the end of the cannula. Require new IV to be placed. We have had multiple other incidents with bd products recently with the IV needles sticking straight out of the side of the plastic protector.